Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted into the lad. A persistent stent edge dissection occurred in the proximal lad and was treated with poba during a staged procedure. The patient recovered. The investigator assessed the event as possibly related to the index device and not related to anti-platelet medication.

Manufacturer narrative:
Adverse event date updated. The dissection in the proximal lad was caused by resolute onyx des (lot: 0009059667). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed event was part of the index procedure. Event definition - no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec assessed the initial revascularisation as no event as it was part of the index procedure and assessed the stage procedure revascularisation as tlr pci of the lad clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date changed to the (B)(6) 2018. The patient was not hospitalised. If information is provided in the future, a supplemental report will be issued.